Manufacturer narrative:
Concomitant medical products: 200h12 tissue valve, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a right ventricular (rv) lead polarity switch occurred and the clinician was unable to verify bipolar capture thresholds and there was no capture at 5 volts. Ventricular high rate episodes were noted without electrograms while in the unipolar configuration. It was further reported there was high impedance with impedance greater than 3000 ohms and low impedance less than 200 ohms and the patient became dizzy and faints during sensing testing as intrinsic rate is thirty betas per minute. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.